Manufacturer narrative:
Technician changed out CPR valve and this did not resolve problem. The technician replaced block and ran bed through function test and bed is working fine.

Event description:
Technician found bed in bed storage room. Tech alleged head of bed was drifting down and CPR would not work.